Manufacturer narrative:
The initial reporter is a getinge employee who has different contact details from that of the event site, and has the following contact information: (B)(6). During a preventative maintenance (pm) service, the getinge field service engineer (fse) discovered that the iabp unit failed the "compressor performance and regulator calibrations." Specifically, the unit failed the pressure calibration. To fix the issue, the fse replaced the scroll compressor, and then performed functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that during a preventative maintenance (pm) service, the cardiosave intra-aortic balloon pump (iabp) failed the compressor performance and regulator calibrations. Specifically, the unit failed the pressure calibration. There was no patient involvement, and no adverse event reported.

Event description:
It was reported that during a preventative maintenance (pm) service performed by a getinge field service engineer (fse), it was found that the cardiosave intra-aortic balloon pump (iabp) failed the compressor performance and regulator calibrations. Specifically, the unit failed the pressure calibration. There was no patient involvement, and no adverse event reported.